Event description:
The customer reported that the pt was cathed on 11/20/98 after the pt postponed the previous cath. Procedure. The pts groin appeared to be chafed and he appeared to be figidity according to the staff. The pt was readmitted to the hospital on 11/25/98 with an infected groin. Blood work performed and it was normal. Blood cultures and wound culture were also taken. Intravenous antibiotics was started. Warm compress was applied to the affected site. Pt had an incision and drainage performed on 11/25/98. The pt was discharged on 11/26/98. No further complications were noted.